Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed that the lead had multiple contacts with high impedances. As a result, surgical intervention was undertaken wherein the entire scs system was explanted.